Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the up arrow is not responding. The arrow stopped working suddenly last night/ button feels stuck/ not clicking. No tears or peeling noted. The patient is still able to use the pump, bolusing from the meter remote and has a back up plan. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling around the down arrow and contrast keypad buttons. The bolus button cover was found to be missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the down arrow and up arrow keypad buttons were intermittently responsive and the bolus button was not functional. All other keypad buttons responded to button presses as expected and had normal spring back or click. There was evidence of contamination found under the contrast and up arrow key contacts.